Event description:
It was reported that pump displayed malfunction alarm malf 24 that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, confirmed warranty and address details, provided instructions for storage mode and pump return within 10 days, and advised customer to reprogram pump settings and reconnect cgm upon receiving replacement.